Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced discomfort at the implantable pulse generator site. Patient denies any traumas. On (B)(6) 2022 the device was repositioned by moving the ipg more medial for comfort. There were no complications during the procedure and therapy was restored. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced discomfort at the implantable pulse generator site. Patient denies any traumas. On (B)(6) 2022 the device was repositioned by moving the ipg more medial for comfort. There were no complications during the procedure and therapy was restored. Patient was stable.